Event description:
A malfunction alarm was reported, but there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump by providing reset information, which resolved the issue. The customer was able to continue using the pump and was advised to contact technical support if the malfunction alarm recurred.